Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of wire broken.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the ultratome xl was inserted into the duodenal papilla and the handle of the cutting wire broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the ultratome xl was inserted into the duodenal papilla and the handle of the cutting wire broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of wire broken. Block h11: (investigation result) the returned ultratome xl was analyzed, and a visual evaluation noted that the wire was broken and kinked at the handle section. X-ray inspection of the device found the transition kinked. Additionally, after destructive testing, it was found that the wire was kinked inside the transition. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis of the returned device, it was revealed that the transition and the wire inside the transition were kinked. These conditions could have been generated by device manipulation during the procedure. Excess force applied to the device during insertion or removal from another device or during the interaction with the scope (hard surface) could result in physical damage to the device. The kinks generate increase friction between the wire and the transition, causing the wire to become stuck or not able to move easily. With this friction, the handle actuation leads to the breaking of cutting wire at the handle section. Based on all gathered information, the most probable root cause is adverse event related to procedure.